Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to customer¿s blood glucose level. Customer declined troubleshooting therefore, no additional product or event information is available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.